Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had turned white. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they change the battery but pump turned all white. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump powered up properly after battery installation. There was no blank or white display. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. There were no pump errors or alarms during testing. The device was monitored for several days and no unexpected blank display, powering off, white display, or blank display. The battery tube power connector was properly connected during visual inspection.